Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on-site and electrical and mechanical adjustments were made. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer followed up regarding a persistent "no backup battery" system message and stated that, despite leaving the system connected to ac power, the battery did not charge and the da vinci system powered off whenever it was disconnected from power. The customer had first tried different power outlets without improvement. The technical service engineer (tse) then asked the customer to perform a hard power cycle and use the emergency power off; the customer stated this had already been done and they were not in the operating room to repeat it. Tse reviewed the error logs and found multiple battery-related faults indicating the battery was not present/very low voltage, the battery kill circuit was activated, and battery backup capacity was low (very low state of charge). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative, the first surgery was performed using the laparoscopic technique, and the second, with the system fixed, was carried out without problems with the robot. The problem was not resolved since it was detected before the first surgery and they had to wait until the problem was solved to operate the second procedure of the day with robot.